Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain, implant pain, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator called stating their device was sticking out of their back and twisting and turning. It is their ins sticking out. The patient stated that they have to keep pushing their device back into place, but it will not stay. The patient stated it is causing them a lot of pain around their hips, and they cannot lie down because of the pain. It was confirmed the patient's device was not poking through the skin, but it was able to flip. The patient underwent a pocket revision. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator called stating their device was sticking out of their back and twisting and turning. It is their ins sticking out. The patient stated that they have to keep pushing their device back into place, but it will not stay. The patient stated it is causing them a lot of pain around their hips, and they cannot lie down because of the pain. It was confirmed the patient's device was not poking through the skin, but it was able to flip. The patient underwent a pocket revision. There were no additional patient complications.